Event description:
Upon review of the december 4, 2025, issue of the ismp acute care newsletter, my site did an investigation to see if we carried the ICU medical line extension with the port closer to the patient than the filter. Of note, we carry the b. Braun device ref 470117, which has the same set up with a port below the filter. There may also be other brands that have this same set up. We are planning to proactively do a re-education on filter use to avoid running any medication that requires a filter through the port below the filter. Poor product design: (I .e. Vial, syringe, bag). (B)(4).